Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was observed while priming for peritoneal dialysis (pd) therapy. The patient was not connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted puncture holes in the patient line and drain line tubing. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from puncture holes in the patient line and drain line tubing. Additionally, device interaction testing was performed on a homechoice machine in which leaks were observed during the priming phase. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.